Event description:
A family reported that the down arrow keypad button was not responding. The family member indicated that there was no damage to the keypad and that the patient wears the pump in a pocket and that she does not clean the pump.

Manufacturer narrative:
(B)(6). The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn with missing label and intact; no peeling or lifting was observed. Evaluation revealed that the down keypad button was unresponsive. There was evidence of keypad corrosion found under the down key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.